Event description:
Six months following the placement of 2 cypher stents in the ostial/proximal right coronary artery (rca) the pt has repeat coronary angiography which reveals 99% ostial in-stent restenosis and what appears to be stent fracture involving the overlap stent segment as well as distally in the second stent. No hemodynamic consequences are noted because of this morphology. Treated successfully with balloon angioplasty. This pt was admitted for diagnostic angiography. Indication for procedure is unk. Medications administered prior to procedure included versed. Coronary angiography revealed the following: left main (lm) - large caliber vessel that bifurcates into the left anterior descending (lad) and left circumflex (lcx) arteries. There is mild luminal disease. Lad-large caliber vessel with 2 diagonal branches. There is luminal disease. Cx-medium caliber vessel with mild luminal irregularities right coronary artery. (Rca)-large caliber dominant vessel with 99% ulcerated plaque and stenosis of the /ostium and proximal rca. 70% fical mid rca stenosis.